Event description:
Customer reported the blue tubing separated from the bottom of the burette during an infusion of chemo resulting in a leak. No pt or staff harm reported and no medical intervention was required. The user provided no additional event information.

Manufacturer narrative:
(B)(4). The customer's experience of tubing separated was confirmed. Visual inspection of the set received revealed that the nitro tubing was completely separated from the burette cylinder top cap middle port. Microscopic inspection noted that both ends of the tubing showed no evidence of solvent at the junction of the nitro tubing. No separation was noted below the burette as reported by the customer. A dimensional analysis was performed on the nitro tubing and the tubing is within specification. The root cause of the customer's experience was identified as a manufacturing issue due to no solvent being applied at the junction of the nitro tubing.